Event description:
Seven years postoperatively, the valve was explanted due to "severe prosthetic valve stenosis" demonstrated on echo. The pt experienced new onset of heart failure and was diagnosed nyha class IV, with an aortic velocity of 3.5 m/s, valve orifice area of 1.2 cm, decreased lv ejection fraction of 44%, and coronary angiogram showed no significant disease. At explant, the valve appeared calcified and the annulus had moderate calcification, no abscess, dissection, or hematoma were observed. The valve was excised with moderate difficulty from the aortic wall and the calcific deposits were removed. A 23 mm pericardial valve was implanted and the operation was completed without difficulty. Prior to implant, the pt had a history of congenital aortic calcification, atrial enlargement, diabetes, smoking, and the pt experienced mild pv leak from the implant procedure.